Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced tachy oversening. The oversensing also caused brady pacing inhibition. The physician was planning reprogram the device in effort to eliminate the oversensing and inhibition of pacing.